Manufacturer narrative:
The investigation is ongoing.

Event description:
It was reported by the field clinical specialist (fcs) that during a transfemoral tavr with a 26mm sapien 3 ultra resilia valve, when advancing the valve into the esheath+ of the pre-dilated vessel, the physician was met with more resistance than normal when the valve was in the external iliac artery. When he went to floro the esheath+ it was noticed that the frame had a bent post, and the sheath was distorted. The valve, sheath, and 26mm commander delivery system were removed as a single unit, and a new system was prepped. The new valve was successfully deployed. The patient tolerated the procedure well and excellent results were achieved. Pre deco found the esheath+ had a liner tear 1.5" from distal strain relief and 2.25" in length.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was returned for evaluation. The crimped valve was returned crimped on balloon with loader fully inserted over flex shaft. There were two bent struts observed on inflow side, leaflets were dehydrated due to returned condition. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Images were reviewed and two struts appeared to be bent outward at inflow side within the sheath on fluoro. The patients access vessels had the presence of calcification and tortuosity. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The complaint frame damage was confirmed based on returned device evaluation. Available information suggests patient factors (calcification, tortuosity) and/or procedural factors (high push force) likely contributed to the event as reported and as observed in the imaging evaluation. Per imaging evaluation, tortuosity and calcification were observed in the patients access vessels. Additionally, it was reported that when advancing the valve into the esheath+ of the pre-dilated vessel, the physician was met with more resistance than normal when the valve was in the external iliac artery and after this it was noticed that the frame had a bent post, suggesting possible use of high push force while advancing the valve through the sheath. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. High push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.